Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer reported she noticed her blood glucose was high at 450 mg/dl. Customer did a complete set change and device alarmed during manual prime. Customer was advised to clear the alarm. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer was advised the device was working as designed. No further information reported.